Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated that at 2:50 am there was a 27-beat of ventricular tachycardia (v-tach), but the cns device did not alarm. On (B)(6) 2018, customer emailed nk tech support stating device logs were uploaded. It confirmed customer had attached the device logs. In addition to device logs, additional information device settings, ECG strip, model and serial number of the monitored bedside or telemetry device were needed. This information was not available. Service requested: troubleshooting. Service performed: insufficient information provided for troubleshooting. Investigation result: service history cns device pu-621ra-c serial number (B)(6) shows no similar issues has occurred since (B)(6) 2018. Prior to the current incident, customer reported alarm issues under ticket 30755 on (B)(6) 2018. Nk clinicial application specialist documented the resolution as follows: "6-13-18. I've worked with straty over the past week gathering information pertaining to what the staff called an alarm that should have stamped as critical, but was documented as a warning alarm. I will upload the photos received from bme. The org is configured with only warning alarms. Although the numerical limits were out of range and appeared as red in full disclosure, those alarms were configured as warning alarms. The monitor documented those alarms as such. Straty wanted to know if the settings could have been changed by staff members. I advised that the org settings were password protected and only someone with the password would have access. I stated that if there were no further question, I would close this ticket. I will give him time to respond." Due to insufficient information, the cause of the reported v-tach not alarming could not be determined. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Investigation conclusion due to insufficient information, the cause of the reported v-tach not alarming could not be determined. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Corrected information: f9. Approximate age of device: incorrectly calcuated additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information correction h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9.

Event description:
It was reported that the cns failed to alarm for vtach when alarm limit is breached. No consequence or impact to patient.

Manufacturer narrative:
It was reported that the cns failed to alarm for vtach when alarm limit is breached. Attempts have been made to obtain log files. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the cns failed to alarm for vtach when alarm limit is breached. No consequence or impact to patient.